Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18277. It was reported that the patient presented remotely. Review of the transmission revealed that the right atrial and right ventricular leads were intermittently undersensing. Additionally, the r-waves were noted to be small. The device did successfully trigger an episode of automatic mode switch when the heart was in atrial fibrillation. The patient was not symptomatic.